Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Additional information provided by the customer indicated that liquid flowed out of the endoscope. The use of endo-thermo disinfector (etd) machines were used to validate. The customer believed that the cause of the issue was a defect of the endoscope. The investigation is ongoing and follow up with the customer is currently being performed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination . The issue was found during during reprocessing. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviations from instructions for use (IFU) were confirmed: - retaining claws of automatic endoscopic reprocessor (aer) were worn - the water filter of aer was not replaced periodically. The user provided the following result of the culture test, performed at the third-party labs: sampling date: dec. 5, 2023 sampling from: water channel cfu: 38cfu/ml bacterial identification: staphylococcus epidermidis the device was evaluated where no abnormalities were found that could have led to the positive culture. Additional potential adverse events were noted where foreign material remained on the bending section rubber glue and the insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause of the positive culture nor why the foreign material remained could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.